Event description:
It was reported that the user applied a new dexcom g7 sensor that was functioning in the g7 app, but insulin dosing on the ilet stopped due to the ilet attempting to pair with an old sensor code; the correct sensor code was obtained from the g7 app and entered into the ilet, and pairing time was communicated. Symptoms included no adverse clinical effects, and the user¿s blood glucose was 105 mg/dl via the dexcom app. Outcomes included a temporary suspension of automated insulin dosing and cgm signal loss on the ilet until proper pairing was completed. Investigation included review of device setup and pairing workflow and user education on correct sensor code entry and sensor-type pairing. Investigation of this case revealed an incorrect or outdated pairing code was active on the ilet, leading to loss of cgm communication and a bg-run suspended state, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to incorrect sensor code entry on the ilet.